Manufacturer narrative:
Device was used for treatment, not diagnosis biesse r., trapp o. (2005) thoracoscopic management of spinal trauma. Operative technique in neurosurgery 8: 205-213. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; biesse r., trapp o. (2005) thoracoscopic management of spinal trauma. Operative technique in neurosurgery 8: 205-213. The authors discuss the thoracoscopic technique, which the authors have used routinely in more than 800 patients with certain types of fracture associated with extensive destruction or defects of the vertebral body and the intervertebral discs. The operation involves removal of the ruptured intervertebral discs and vertebral fragments including, when necessary, decompression of the spinal canal. The load-bearing capacity of the anterior spine is restored using a vertebral body replacement (synex cage or non-synthes device) and ventral instrumentation (unknown manufacturer). The extended thoracoscopic approach described in the article also opens the retroperitoneal segment between th12 and l3 to the endoscopic procedure via partial detachment of the diaphragm. Complications reported: revision due to atypical displacement of aorta; injury to aorta during exposure of the loosened implants (n=1). This report refers to implant loosening and revision. This is report 1 of 1 for (B)(4). This report is for an unknown synex implant.